Manufacturer narrative:
Concomitant products: product ID 8711, lot# j11314r02, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the patient had missed their alarm date and ran out of the medication. However, it was revealed upon interrogation that only the low reservoir alarm had occurred. No tones were heard by the patient or health care provider. It was later reported that the expected reservoir volume was 6cc, however, only 1 cc was aspirated. This was reported to be most likely due to human error in drawing up solution last refill. The pump was refilled and the dose was lowered. There were no patient symptoms reported as a result of this event. This device system was used to deliver lioresal.